Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated valproic acid (vpa) result obtained on a patient sample on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
A discordant falsely elevated valproic acid (vpa) result was obtained on a patient sample when the sample was reprocessed on an atellica ch 930 analyzer. The falsely elevated result was not reported to the physician(s). The initial low result obtained for the same sample on the previous day was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated valproic acid (vpa) result.

Manufacturer narrative:
Additional information (21-mar-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Quality control (qc) recovered within the customer¿s expected ranges on the event date. Hsc observed no atypical performance and no processing errors. The vpa assay was performing acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site on 21-feb-2024. The cse identified gel within the dilution probe and level sense errors at the reagent 1 drain. After the full service visit, qc recovered within the customer's expected ranges. The siemens service activities performed at the customer site were approximately one month after the event was observed and not between the time period of erroneously elevated and its acceptable result. Hence, the hsc cannot confirm that the hardware mitigations supported the erroneously elevated vpa result. Hsc concluded that a unique hardware event and/or pre-analytical variables for the patient sample could not be ruled out. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00043 was filed on 04-mar-2024.